Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One 6fr angio-seal vip device was received for product evaluation. The device was returned mated with the hemostasis sheath along with opened polyfoil pouch and header bag. Visual inspection revealed that the hemostasis sheath was found to be mated with the carrier tube assembly and the deployment sleeve was in the full rear lock position with color bands fully exposed. Upon microscopic inspection of the tip of the sheath, it was revealed that the anchor was still present within the sheath. No other visual anomalies were noted with the device. For functional testing, the deployment sleeve was attempted to move manually in the full forward lock position, but it was unable to move, and extreme resistance was experienced during this action. Then, the sheath was removed from the deployment sleeve to examine for any obstruction that would have prevented the carrier tube from releasing. The distal end of sheath hub was severed, and excessive dried blood-like substances were observed on the carrier tube. There were no anomalies noted with the anchor. For dimensional testing, the outer diameter of the carrier tube was measured to be 0.081'' and which was within the specification of 0.080" +/- 0.005. The overall length of the hemostasis sheath was measured to be 5.713'' which was within the specification of 5.710'' -0.007''/+0.010''. All measurements were within the manufacturer specification. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device sleeve was not positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that at end of the cardiac percutaneous coronary intervention (pci) via femoral access, the procedure wire was removed, and the angio-seal wire was inserted. The sheath and the arteriotomy locator were inserted for position. The angio-seal was inserted and locked into place. They pulled back for the second click then ic pulled back, however the entire device came out without deploying components in the artery. It appears that the components did not exit the sheath as the anchor was visible inside the tip of the sheath. The physician immediately held pressure until the bleeding stopped. The patient was transported to recovery and no further issues were reported. The estimated blood loss was less than 250cc. There were no known complications related to the access site. The procedure outcome was successful. There were no other devices or equipment used with the reported product. No medical or surgical intervention was required.